Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged power housing. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. Error code 41622 occurred during motor testing. It was determined that the cause was due to the cam flex. As a result, the cam flex was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects.

Event description:
It was reported the device exhibited software error code 41622. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.